Event description:
Boston scientific became aware of an event where a pt with a wide neck superior hypophyseal aneurysm was submitted for an endovascular embolization, and the embolization was unsuccessful. Due to the wide neck aneurysm, it was decided to bring the pt back in 12/2004, to perform stent-assisted endovascular coiling of the aneurysm. The pt's vascular anatomy made stent placement difficult, but the 3rd attempt to place the stent was successful. The pt's vessels remained patent. However, prior to coils being placed within the aneurysm sac, the left middle cerebral artery was dissected with a guidewire (unknown manufacturer). The pt immediately became unstable, and the procedure was aborted. A CT scan was however, the pt is brain dead.